Event description:
It was reported that the 9800 system had a filament regulator failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, x-ray controller board, generator drive, and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.